Event description:
Pt was filling portable from stationary unit. Upon disconnecting units liquid continued to exit from stationary unit. Pt tried pouring warm water to stop lo2. Then tried poking source of lo2 with a ball point pen. Pt received severe cryoburns to both her hands. Liquid lo2 was exiting stationary unit from quick disconnect valve.